Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. It is likely fluid invaded the the scope due to a leak in the bending section cover while the user was handling the device, which led to an abnormality in the electronic components, and resulted in the loss of image. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use: ¦precautions: caution: turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system: ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of device evaluation. During evaluation at olympus, evaluation found the complaint was confirmed and there was no image and a b30 error message due to fluid invasion and corrosion at the scope connector. After aeration, the image flickered with horizontal lines. Evaluation also found the ID chip had no data, the bending section cover adhesive had a leak, the distal end plastic cover was dented, scratched and chipped at the opening of the channel, the bending section cover was cut, the bending section cover adhesive was chipped and lifted, all switches worked after the scope was aerated, the insertion tube had deep scratches, and the electrical continuity test failed due to damage on the charged coupled device (ccd) unit. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope displayed a b30 scope communication error message. There was no reported patient harm or impact due to this event.